Event description:
As reported, after the deployment of a 5f mynx control vascular closure device (vcd), bleeding occurred and pressure was applied. The patient developed a hematoma post deployment. It is unknown how big the hematoma was. Pressure was held to resolve it. There was no reported patient injury. The user is trained to the device. The device was opened in a sterile field. The device was stored and prepped according to instructions for use (IFU). There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The device was used in a diagnostic procedure with a retrograde approach. A non-cordis 5f sheath was used. The balloon did not lose pressure. There was no visible damage to the sheath after removal or to the distal end of the sheath. The sealant was deployed to the proper location. Other procedural details were requested but were not provided. The device will not be returned as it was tossed.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, after the deployment of a 5f mynx control vascular closure device (vcd), bleeding occurred and pressure was applied. The patient developed a hematoma post deployment. It is unknown how big the hematoma was. Pressure was held to resolve it. There was no reported patient injury. The user is trained to the device. The device was opened in a sterile field. The device was stored and prepped according to instructions for use (IFU). There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The device was used in a diagnostic procedure with a retrograde approach. A non-cordis 5f sheath was used. The balloon did not lose pressure. There was no visible damage to the sheath after removal or to the distal end of the sheath. The sealant was deployed to the proper location. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2421403 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " haematoma and sealant inability to achieve hemostasis" could not be evaluated. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in the instructions for use (IFU) as such. Access site hemorrhage events after manual compression are frequently related to stick technique, anticoagulation, blood pressure, adequate manual compression technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in the instructions for use (IFU) as such. Access site hemorrhage events after manual compression are frequently related to stick technique, anticoagulation, blood pressure, adequate manual compression technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.